Manufacturer narrative:
The cobas e602 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with elecsys vitamin d total g3 (vitamin d total iii) assay on a cobas 8000 cobas e602 module. The initial results for sample c, sample d, and sample e were all >300 nmol/l. The initial results did not match the patients' clinical diagnosis and the samples were repeated on (B)(6) 2025 using a new kit of the same lot number. The repeat results for sample c, sample d, and sample e were all <50 nmol/l. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The calibration signals were within expectations. The alarm trace showed some abnormal sample aspiration alarms on days other than (B)(6) 2025. It was unclear whether the reagent was released for patient testing as no qc data was available. The provided data did not indicate a reagent issue. The investigation did not identify a product problem. The cause of the event could not be determined.